Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused damage to part of the lung. The patient did receive medical intervention and reported to have seen a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused damage to part of the lung. The patient did receive medical intervention and reported to have seen a physician. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found some minor contamination to the exterior of the device. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found error codes e-4 and e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of minor contamination in the humidifier chamber and flip lid. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event, which should have been filed as product problem only. The correct b5 should have been as follow- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing, nasal/throat irritation or soreness, allergies. There was no report of serious or permanent patient harm or injury. Section b1, b3, b7, h1, d9, g3, h6 has been updated / corrected.